Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 with a blood glucose of 759 mg/dl. The customer reported experiencing dry mouth due to their high blood glucose. It was reported the cause of the customer's hospitalization was from hyperglycemia. Customer was treated with manual injections every two hours for their blood glucose. Troubleshooting found the customer had a few air bubbles in their tubing. It was also found the customer had a button error alarm in their alarm history. Customer could not recall any significant events leading to the button error alarm. The customer's blood glucose was 241 mg/dl at the time of the call. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to a flattened button dome switch on the act button. No button error alarm was noted. The insulin pump was also received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.